Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. Unit had a scratched display window, and cracked display window corner.

Event description:
The patient reported repeated motor error alarms during bolus attempts. No damage to the drive support cap noted. Advised the patient that the insulin pump would be replaced. Nothing further was reported.